Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they found leak in the reservoir compartment. The customer reported that the leak occurred after placing the reservoir in the insulin pump. The customer's blood glucose was unknown at the time of incident. The customer was assisted in performing self test and the insulin pump passed. The reservoir will be returned for analysis.